Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 15 days following the implant of this transcatheter bioprosthetic valve, an infection in the left groin worsened. Treatment was performed, including cleaning the wound. The wound treatment progressed, sutures were removed, and the patient was discharged. It was noted that the patient was obese, and the groin area was covered with abdominal fat. Per the physician, there was no relation to the valve nor the implant procedure. No adverse patient effects were reported. Additional information was received that approximately one year and one month after the valve implant, the patient was hospitalized due to a suspected cerebral infarction. Per the physician, the causal relationship between the device and the cerebral infarction was unknown.